Event description:
Maquet was originally notified of an incident from this hosp on (B)(6) 2009 for an event which was reported as a cracked short port gre rubber seal from a hemopro kit that was not MDR reportable. On may 13, 2009, maquet opened the box and discovered that the short port was not returned. Instead maquet rec'd a hemopro tissue welder that had the cold jaw boot torn. This is an MDR reportable event and the alert date will be may 13, 2009. The hosp stated they used another kit to complete the case. There was no pt effect reported.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw coating was torn. The failure was confirmed. The harvesting cannula was not returned by the hosp; therefore, further testing could not be pursued. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).